Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5 and a6: no information provided. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported a patient that used a giraffe omnibed developed a skin infection. The susceptible patient was exposed to a fungus (lichtheimia ramosa) from the zygomycete family which was the source of infection. Reportedly, the patient infection was treated with amphotericin b. It was reported the patient died. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The end user confirmed that external testing of the infection identified the same strain (lichtheimia ramosa from the zygomycete family ) as their in-house testing. The external tests also show that the ge healthcare giraffe omnibed results were all negative and thus unrelated to the zygomycete infection. Based on the information available at this time, ge healthcares (gehc) review of the event determined that the infection was not caused or related to the use of a gehc device. The giraffe omni bed did not cause or contribute to the infection.